Manufacturer narrative:
Received 1 used rubber catheter with the original unit packaging. The visual inspection found that the sample had a sharp lump. The lump was made of excess latex. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a barb on the end of it. The patient allegedly noticed that the catheter had cut him a few minutes after insertion, and reported that he had experienced self limited bleeding. It was reported that no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had a barb on the end of it. The patient allegedly noticed that the catheter had cut him a few minutes after insertion, and reported that he had experienced self limited bleeding. It was reported that no medical intervention was required.